Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture at the collar. Also, an associated product unk removal tool has not been returned. However, this item is listed as associated item only and did not cause or contribute to the event. No further investigation will be conducted. No pre-existing conditions were noted on the per. The reported device location was #4 and was used for approximately 7 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (62747926). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62747926) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: g6: checked "follow-up." H3: changed "no" to "yes."

Event description:
It was reported that patient continuously had pain with implant and crown #4. Implant collar #4 fractured. Pain and inflammation was reported. Patient will return for an additional appointment. Tooth#4.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k101880.